Event description:
It was reported that a malfunction alarm with code malf 16 occurred, and the pump was unable to be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged to replace the pump under warranty, instructing the caller on how to put the pump into storage mode and return it with a pre-paid label within 10 days.